Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the knife blade was stuck in the knife track of the device. The reported conditions were confirmed. The investigation found the knife blade was stuck on eschar buildup, which prevented the knife from advancing forward or retracting back to its home position. The stuck knife blade also prevented the device from opening and closing properly. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreatectomy, after the device was used about 40 minutes, the opening and closing of the jaws became unable to be performed. There was no tissue damaged and no extension of incision site. They used another like device to complete the procedure. There was no patient involvement.